Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided.

Event description:
It was reported that the patient presented on (B)(6) 2017 with a purulent and gaping driveline exit site. Cultures of the exit site were positive for staphylococcus epidermidis. The exit site dressings were frequently changed with aseptic agents. Following the patient's first admission was an outpatient visit on (B)(6) 2017. The driveline exit site was still with ongoing secretion and vulnerable. Staphylococcus epidermidis was seen on smear. It was treated with prednisolone for about 3 weeks and dressing changes. The patient had another dressing change during outpatient visit on (B)(6)2018. No change to driveline exit site (still vulnerable with secretion and staphylococcus epidermidis). The patient was treated with antibiotic drops for 3 weeks. On the outpatient visit on (B)(6) 2018, the driveline exit site showed yellow secretion. Treated with cortisone, and dressing changes two times per week. Then on outpatient visit on (B)(6) 2018, there were germs of e. Coli and staph marcescens on swab culture. Treated with prednisolone and dressing changes two times per week. Driveline infection is still ongoing.